Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Asr revision reported via sales rep. Asr xl. Right. Asr revision, summit stem stayed in, doctor removed asr acetabular and replaced with zimmer cup. Used a depuy head for summit stem. It was noted by doctor in surgery that significant erosion had accured and the trunion/asr sleeve interface upon removal of the asr trunion sleeve. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Asr revision reported via sales rep, asr xl, right. Asr revision, summit stem stayed in, doctor removed asr acetabular and replaced with zimmer cup. Used a depuy head for summit stem. It was noted by doctor in surgery that significant erosion had occured and the trunion/asr sleeve interface upon removal of the asr trunion sleeve. Patient name is unknown.